Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment sticks out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted that the wires have been turn off, disrupted, in the working part of the large needle driver instrument, which lead to impossibility for movement and respectively use of it, the instrument was exchanged with a new one and the procedure was successfully completed. No patient harm, adverse outcome or injury was reported.